Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported noticeably dim display on the system monitor was confirmed. The returned system monitor was tested and evaluated at the service depot on 21 nov 2022. During the functional test, the brightness of the lcd screen was noted to be dimmer than expected. Analysis isolated the issue to the lcd display module, and the lcd display was replaced, which resolved the issue. A complete functional checkout was performed per the system monitor service procedure, and all applicable tests were successfully passed. The root cause of the display's dim issue could not be determined during the evaluation. The repaired unit is returning to the customer site, ready for use. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. System monitor was shipped to the customer on 22sep2009. Hmii IFU, hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen was noticeably dim.

Manufacturer narrative:
Section d1, d4 (catalog number, lot number, UDI): correction. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024.